Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and dehydrated on (B)(6) 2020 with blood glucose level was 89 mg/dl. The customer that by the time she got to the hospital her blood glucose was 46 mg/dl current blood glucose level was 102 mg/dl. The customer was treated with overnight stay other gave her fluids until her blood glucose went up. Customer stated that they did not used auto mode feature at time of low blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The event date information and description summary provided in initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and dehydrated on (B)(6) 2020 with blood glucose level was 89 mg/dl. The customer that by the time she got to the hospital her blood glucose was 46 mg/dl current blood glucose level was 102 mg/dl. The customer was treated with overnight stay and they gave her fluids until her blood glucose went up. Customer stated that they did not used auto mode feature at time of low blood glucose event. The insulin pump will not be returned for analysis.